Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with foreign matter. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: one sample was received for evaluation. It came in an opened packaging blister. A visual inspection was performed confirming foreign matter (fm) on the plunger rod, therefore, not in the fluid path. It is grease. Grease likely got on the plunger rod during the molding process. If the plunger rod would come in contact with the areas outside of the mold face and the good product chute, it could potentially come in contact with grease on the press. There is part containment in place to try and mitigate the issue, but due to static on the mold face the plunger rods can sometimes land in unpredictable locations. These parts can potentially fall back into the chute due to the vibration of the press. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.